Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of "noise seen on atrial lead" was confirmed. As received, a complete lead was returned in one piece. Visual inspection found multiple external insulation abrasions, the first abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and outer ptfe liner exposing the outer coil consistent with friction to the device can. The other abrasions were found distal to the suture sleeve tie impression with one abrasion found breaching the outer insulation, the outer ptfe liner was intact in this region. The other abrasion was found breaching the outer insulation and exposing the outer, there was no outer ptfe liner in this region of the lead. The cause of the reported event was due to the abrasions found exposing the outer coil.